Event description:
Per the clinic, the patient experienced an infection resulting in loss of fixture on (B)(6) 2014. Reimplantation is not planned as of the date of this report, september 4, 2014.

Manufacturer narrative:
(B)(4). Device not received by manufacturer.